Event description:
Mizuho osi surgery table tops model 5943, problem: epoxy glue detaching from aluminum plug attachment point. Could cause pt injury or death. From 2011 til 2016 hospital would send table tops back to MFR.